Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported that in the ICU when attempting to remove the sheath from the pt's vein, the white section of the sheath broke on one side rather than splitting all the way though as intended. The site where it broke was inside the vessel beneath the skin. The clinician was able to fully remove the remaining section from the pt with a forceps as enough of the sheath remained outside to be able to grab it. A delay was reported, however, there was no reported death or complications to the pt as a result of this occurrence.